Event description:
It was reported that before tka procedure the jrny ii tka fem trl impactor sz1-10 was found to be broken and not staying attached. There was no delay involved and a s&n back up device was available if needed. No injuries at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). Additional information in: d9 and h6. Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the screw is missing. The screw was not returned with the device. The device was manufactured in 2014 and it shows signs of normal wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.